Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 15.2 mmol/l (274 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported that they weren't sure that the cannula was properly seated at the infusion site (hip/buttocks) and that the pod was leaking insulin. As treatment, a new pod was applied.